Manufacturer narrative:
The insulin pump received with intermittent blank display due to corroded electronic assembly. The insulin pump alarmed motor error during basic occlusion test due to force sensor damage by moisture. Unable to verify prime alarms due to motor error alarms. The motor was tested outside the device and passed. The insulin pump received with cracked case at display window corners, scratched lcd window and missing end cap sticker.

Event description:
It was reported that the customer had a compromised force sensor system error alarm on the insulin pump. Customer's blood glucose level was 268 mg/dl. Customer stated that when he tried to insert a new battery, the insulin pump would not turn on. It was advised that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.